Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient drove herself to the nearest hospital. She had given herself 21 insulin injections rather than 11. The patient claims that because the sensor on the g7 app on her phone and the receiver did not notify her at all, she accidentally injected herself with the wrong amount of insulin. It was not specified which notification she was anticipating (that she allegedly missed) in order to correctly administer her medication. She also claims that she missed all alerts, such as high or low, and that her children, who follow her on the app, also missed other alerts. Thinking she might go very low due to the insulin injection of 21 units, she presented to the hospital for evaluation. No mention of the cgm screens during that time (no mention of cmg values, alerts, or alarms). The patient alleges that she had missed alerts since (B)(6) 2025 after the sensor was placed on her arm on (B)(6) 2025. In the emergency department, the bg was 272 mg/dl while the cgm was 202 mg/dl. The patient had no symptoms during this time. The patient received an IV. Sometime after treatment, the fingerstick number was 140 to 148 mg/dl and the patient was released that same day at around 5:00pm. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.